Event description:
It was reported that a farawave 31 mm during test period was found occluded, inside the luer seemed blocked with a white material. Physician prepared the catheter as recommended but when trying to purge irrigation port with a saline syringe, it was occluded. The unit reports an obstruction in the irrigation channel. To solve the issue the device was changed for a new catheter and procedure was completed successfully. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory it was visually inspected, which revealed some potential adhesive on the outside of the flush tubing. A guidewire was successfully inserted through the catheter and the device was able to deploy to all configurations with functional irrigation. The material on the outside of the flush tubing was identified as adhesive used during the manufacturing process. The adhesive is sometimes visible, but does not impact the function of the catheter and the device passed all testing. The presence of the adhesive is not considered to be out of the catheter's specification. Thus, a device problem was excluded and the reported event was not found to be a malfunction or defect of the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during test period was found occluded, inside the luer seemed blocked with a white material. Physician prepared the catheter as recommended but when trying to purge irrigation port with a saline syringe, it was occluded. The unit reports an obstruction in the irrigation channel. To solve the issue the device was changed for a new catheter and procedure was completed successfully. No patient complications occurred. The device is expected to be returned.